Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. The account reported that the patient underwent a pump exchange on (B)(6) 2019. There were no device-related issues leading to the exchange and the pump reportedly functioned as intended. It was also reported that it is unknown if heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), will be returned for evaluation. The heartmate ii lvas IFU, is currently available. Although no device related issues were reported, the IFU lists the potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no device-related issues leading to the exchange and the pump functioned as intended.

Event description:
The patient had a pump exchange on (B)(6) 2019.